Event description:
Healthcare professional reported left side ¿body is rejecting one of the implants¿ and "constant fluid in [patient's] breast". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe as it is not related to the device. ¿ exposure: unable to observe as it is not related to the device. As per the investigation procedure creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b3, d9, h3, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign body reaction and seroma.

Event description:
Healthcare professional reported, left side ¿body is rejecting one of the implants¿. And "constant fluid in [patient's] breast". Device has been explanted.